Event description:
During preventive maintenance of the roller pump for a cardiopulmonary bypass procedure, the device intermittently moved with a jerky motion. There was no reported adverse consequence to the patient as a result of this event.